Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged conductor wire. There were no reports of patient involvement or injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage was identified prior to reprocessing. The instrument was inspected before use, and no damage was found. The broken cable was black. The cable insulation was damaged resulting in the wire being exposed. The cable was not completely broken off. There was no loss of cautery and no thermal damage associated with the broken cable. No fragment fell into the patient. No arcing was observed. The instrument did not collide with any other instrument or tool. After the procedure, the instrument was inspected and no damage was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for failure analysis testing. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa) testing. Fa found the fenestrated bipolar forceps to have a damaged conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.